Event description:
It was reported to boston scientific corporation that an flexima plus stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to release the stent, it was noticed that the guide catheter was broken. The push catheter was cut then the broken guide catheter was retrieved with a grasper and the stent was deployed successfully. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Block e1: (B)(6). Block f10; h6: problem code and device code 1069 captures the reportable event of guide catheter broke. Block h10: investigation analysis: a flexima biliary stent was returned for analysis, it was found cut in the proximal section of the sheath assembly. The portion cut was not returned. The guide catheter was found unload of the sheath assembly and it was found stretched and broken, the suture and sheath suture hole did not present any visual damaged. The stent was not returned for analysis. Based on the product analysis, the issue occurred during procedure, most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to guide catheter found broken and stretched, the continued attempts to retract the guide catheter or force applied to the device in order to release the stent can result in guide catheter broken and stretching. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) confirmed that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an flexima plus stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician attempted to release the stent, it was noticed that the guide catheter was broken. The push catheter was cut then the broken guide catheter was retrieved with a grasper and the stent was deployed successfully. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.